Event description:
The patient called alleging that they were feeling shaky and fatigue at the time of testing. The patient mentioned that when they inserted the test strips into the meter some of the test strips would get caught in the device. Customer service found out that the test strips were peeling. The patient contacted a medical professional for advice and was advised to eat food and/or have a beverage. No treatment was given to the patient. The test strips that the patient had been using were not expired. Meter was not replaced at this time. This case is being reported as a strip malfunction, since the test strips were peeling.